Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, during the index procedure, an endoleak, that was thought to be a proximal type I endoleak, was observed. The physician modified and implanted another manufacturer's aortic cuff for the sma, celiac, and renal arteries and the event resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.